Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained address/serial number label and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that the whole plastic rim has broken off the reservoir compartment and it¿s not sealed. The insulin pump was returned for analysis.